Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The manufacture date for this product is february 21, 2006

Event description:
Boston scientific received information that this programmer noted a horrible electrical smell coming from the front vents. As a result, the programmer will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. When booting up, the screen was black due to electrical overstress. The touchscreen and display cover had scratched. As a result, the clinical observations were confirmed.